Event description:
Customer reported a malfunction alarm without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer with resetting the pump, and confirmed that the malfunction did not recur. Customer was advised to monitor the pump and contact support if the issue reappears.